Manufacturer narrative:
Company representative evaluated the system and could not duplicate the symptom. System was tested to factory's specifications and passed.

Event description:
Customer reported the panorama central station was not functioning properly, which may have affected telemetry monitoring. No patient injury was reported.